Event description:
It was reported that during a da vinci-assisted surgical procedure that error 32100 occurred against universal surgical manipulator (usm) 4. The customer could not recover from the fault. Usm 4 was disabled and the case continued. There were no reports of patient injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the proximal set up joint (suj) to correct the recoverable fault. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The proximal suj was analyzed and found in system logs, error 32100 was confirmed indicating that the axes controller set up (acu) board reported a voltage monitoring fault. Upon visual inspection, no issues were found related to the reported event. Installed the proximal onto a golden system where no faults occurred in normal mode and the unit functioned as expected. Tested the proximal on a patient side cart fixture test platform (pftp) where it passed all relevant testing. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue.

Manufacturer narrative:
Annex d - conclusion desc 1 updated from: d02 - cause traced to component failure to d15 - cause not established.

Event description:
Refer to h11 for follow-up information.